Event description:
Bilateral capsular contracture, baker grade 3, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Per the health care provider, this was not the affected side. Therefore, submitted this request to void this report.

Manufacturer narrative:
Sientra complaint: (B)(4). Per surgeon update, this side was not surgically corrected and if we get updated again on this one then we will reopen and complete this report in the future. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.